Event description:
Related manufacturing reference number: 2017865-2024-39178. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise and had high capture thresholds. The patient was asymptomatic. During the procedure it was noted that the insulation was damaged on both the ra and right ventricular (rv) leads. The ra and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.